Manufacturer narrative:
B3: the event occurred on an unspecified date during the date range of february ¿ march 2023. B5: to remedy the issue, ¿the nurses place a 10x10 compress around the flow regulator and a compress on the skin, then fix the regulator with an opsite-type compress for searing also they put a compress + isobetadine around the regulator (fixed with méfix) but do not fix it to the skin¿. H4: the device was manufactured august 30, 2022 - august 31, 2022. H10: the device was received for evaluation and contained 8 ml of fluid in the bladder. Visual inspection was performed using the naked eye which showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the results were found to be within the product specification range. Based on the functional flow test result, the device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. It was observed that the device had not delivered the complete medication dose after the recommended 48 hours therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.